Manufacturer narrative:
12/31/1998- supplemental report sent to FDA. The lower cartridge portion of the shaft cracked preventing the device from being applied. Corrective measures have been taken to improve the cartridge design.

Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the clips did not load properly. The hosp has reported no pt injury occurred.